Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 141 mg/dl. The customer stated that the pump was acting really bad, kept turning off, changed batteries several times, and kept getting message, had to change the date. The customer was advised to insert a new battery. Customer stated that the display did not return. The troubleshooting was performed and assisted customer in performing the self-test and the test was passed. It was also reported that the pump shut off at the end of the call. The customer was advised that they will send out replacement battery cap to rule out potential cap issues, revert to back plan per health care professional. The insulin pump will not be returned for analysis.